Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a full bag was administered without issue. The second bag appeared to be working but did not administer medication when patient was pressing button for more medication. The issue was found during patient use. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair with complaint of keypad not functioning properly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. Complaint off keypad not functioning properly was confirmed through verification testing and incoming inspection. Replaced keypad. Upon further investigation, found lcd lens cover was deeply scratched. Replaced lcd lens. Device passed all testing criteria.